Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump response time is slow, lagging, and gets stuck button alarms frequently. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test. All buttons respond properly; no slow button response, lagging action after button pressing, or stuck button alarm was noted during testing. The trace and history files were successfully downloaded using thump. A review of the history files shows a total of nine (9) stuck button alarms ((B)(6) 2025) generated. The pump was cut open, and the keypad overlay/button dome switch layers were removed for a visual inspection. No evidence of physical damage or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, keypad dome switches, or keypad assembly during the visual inspection, and the keypad connector on j1/pcba 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, damaged serial number label (stained, fading, peeling), and pillowing keypad overlay. The stuck button alarm and unresponsive keypad complaints are not confirmed. No stuck button alarm was noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.